Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (mobile system), is related to case with patient identifier (B)(6) (aviva connect system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 240 mg/dl (aviva connect) and 82 mg/dl (mobile). The lot number of the mobile cassette was not provided by the customer. No adverse event reported. The cassette was discarded; therefore, no product could be requested to be returned for product evaluation.